Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that the platform displays revert to manual CPR upon power up. There was no report of pt involvement, however, there is no report of a pt having been involved. No other info was provided.